Event description:
The account alleged, the head up function will not rise.

Manufacturer narrative:
The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.